Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The patient reported that in (B)(6) of this year the healthcare provider discovered blockage in the spinal canal near neck/upper spine which the patient had surgery to repair. Per the patient during the surgery, the healthcare provider accidently cut the catheter which was repaired during the surgery.